Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Event description:
It was reported that prior to starting a davinci s surgical procedure, the davinci system could not recognized the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. Instrument was checked for recognition using an in-house davinci robot system. The davinci robot system successfully recognized the monopolar curved scissors instrument, showing 5 uses left. The instrument's pogo pins did not appear to be stick and were not contaminated. Instrument passed electrical continuity test. The instrument was driven and it moved intuitively, the grips were able to open and close without any difficulty. Additional observation not reported by site was main insulation tube damage. The distal end of main insulation tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.